Manufacturer narrative:
Correction to a1, d5, and h8 of the initial medwatch. See a1, d5, and h8 for further details. Correction to the g3 of the initial medwatch. The aware date should be 05 sep 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus found white foreign material inside the air water channel, but the type of the material or definitive root cause cannot be determined. There was no evidence of deviation by the customer in reprocessing of the device in accordance with the instructions for use (IFU) and there was no physical damage at the site of the foreign material. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material inside of the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.